Manufacturer narrative:
Philips received a complaint on the (861288 heartstart mrx monitor/defib) indicating that the system failed the self-test. There was reportedly no patient involvement. Available details indicate that the device failed the self-test. The customer wanted to contact the distributor, bursch, to repair the device. The device was not available for additional investigation. No further action is required at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx system did not pass the self-test. There was no reported patient involvement.